Event description:
Complaint alleged that during the set up of the device for possible use on a patient (age and gender unknown), the paddles would not discharge. There was no indication of any adverse effect on the patient as a result of the reported malfunction.